Event description:
The following event was reported to implantcast gmbh: "patient had fracture in the acromion, surgeon thinks it is unreleated to implant. Surgeon wanted to decrease the diameter for the glenosphere so it would not interfere with the acromion. Surgeon swapped out the 36mm for a 32 glenosphere and a retentive insert."

Manufacturer narrative:
It was reported to the implantcast gmbh that a patient had to be revised due to a fracture of the acromion. The explants were thrown away after the surgery. As neither the explants nor intraoperative images were available, an optical examination could not be performed. The manufacturing documents, instructions for use and description of the surgical technique were reviewed and no discrepancies were found. It is known that the patient had an accident previous to the incident. In conclusion, no cause related to a component of the implant system for the acromion fracture could be found. However, it is very likely that the patient's accident was the cause. A causal relation to the implant system is also excluded by the surgeon. The incident was assigned to the hazard "peri-prosthetic fracture" in the associated risk management.